Event description:
It was reported by the (B)(6) rep that the physician performed an rhc (right heart catheterization) via the patient's right femoral vein. Ra, rv (right ventricular) and pa pressures were obtained using a berman angiographic balloon catheter. Physician attempted using the wedge on right side when patient started coughing up a small amount of blood. The amount of hemoptysis increased and the situation escalated. Anesthesia and surgery called to bedside. Cardiomems procedure was not attempted due to patient complications. Sensor was unopened. No additional imaging or documentation available at this time. Once it was known that the cardiomems procedure was going to be aborted, the (B)(6) rep was asked to leave the room. Per the (B)(6) rep, the cause of the hemoptysis is unknown. The patient expired. Further information is not available due to the cardiomems portion of the procedure being cancelled. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).